Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed storage space on remote manager. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failing. A field service engineer had removed the refrigerator latch, had cleaned all contacts, had reseated all connections, and had reinstalled the latch. The engineer had tested the device numerous times with no failures, and the customer had verified normal operation by recovering storage space and inventorying several medications many times. The system functioned as intended after the field service engineer repaired the device.